Event description:
It was reported that during a low anterior resection procedure, while trying to fire at the rectum, the device only stapled one part of the tissue and cut everything. Another same like device was used to fire again and complete the procedure because there was enough tissue. There were no adverse consequences to the patient. (B)(4)

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.